Event description:
It was reported that one day post implant high capture threshold was observed. An echocardiogram showed that the lead had perforated the myocardium. The lead was successfully repositioned at a later date. The patient tolerated the procedure well and was asymptomatic throughout.